Manufacturer narrative:
Final analysis confirmed field complaint of diagnostic issue. The device was received with end of service flag triggered. Analysis of the device image determined end of service flag had been triggered during explant without the elective replacement indicator triggering. End of service triggering without elective replacement indicator triggering is consistent with electrocautery exposure.

Event description:
It was reported that during system revision procedure, in order to accommodate radiation therapy; the pulse generator exhibited diagnostics anomaly. The device had been exposed to electrocautery during the procedure; this exposure resulted in the device triggering elective replacement indicator and end of service alerts. The physician elected to explant and replace the device. The patient was in stable condition prior, during and post procedure.